Event description:
Information was received indicating that a pump with a cadd medication cassette attached was alarming no disposable attached. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Report source: (B)(6). (B)(6).